Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this lead was explanted due to an unknown product performance anomaly. No additional adverse patient effects were reported. This lead has not been returned.

Manufacturer narrative:
This report is being submitted to update section b5 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this lead was explanted due to high out of range shock impedance measurements. No additional adverse patient effects were reported. This lead has not been returned.